Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 333 mg/dl and the insulin pump alleging possible pump under delivery. Customer reported other blood glucose values were 287 mg/dl, and 600 mg/dl. Customer reported that the air bubbles were present in tubing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active. The customer did not provide any symptoms regarding high blood glucose. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.